Event description:
It was reported that an unknown error message occurred. The sensor was inserted into the site on date. Data was evaluated and the allegation was confirmed as an early sensor expiration was confirmed. The probable cause was determined to be potential patient misuse which led to an early sensor expiration. The reported event of a an unknown error message is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Subsequent to initial report, a correction is required.

Manufacturer narrative:
(B)(4).